Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of inv findings: it was reported that thrombus was seen in a zta (unknown lot and rpn) (complaint device) on 1-month-follow-up visit imaging (53 days post procedure) and 12-month follow up visit imaging (373 days post procedure). The device was implanted in a 49-year-old female patient, who was emergently treated for a hyperacute symptomatic aortic dissection type b. Pre-procedure imaging showed that the primary tear was in zone 2 with dissection from zone 3 (first 2cm distal to lsa (left subclavian artery)) to zone 10. The distal neck had partial thrombus. Anticoagulants were given during procedure and anti-platelets (other than aspirin), anticoagulants and aspirin were given at time of discharge. The patient was not on anticoagulants prior to procedure. At 1-month follow up and 12-month follow up, the patient was on anti-platelets (other than aspirin). No harm, related to thrombus in stent graft, was reported. Furthermore, procedure angiography showed patent false lumen of the thoracic aorta and partially thrombosed abdominal false lumen with unknown flow from primary tear. 1-month follow up visit imaging and 12-month follow up visit imaging showed partially thrombosed false lumen in the thoracic and abdominal aorta with unknown flow from primary tear. This is addressed in related complaint. This complaint addresses a in-graft thrombus. Per the instructions for use sent with this type of device thrombus is a known adverse event. Based on the reported information it is assessed that the thrombus is inherent to procedure. It is noted that this device is used for treatment of dissection which is outside of intended use for this device. This assessed not to be a contributing factor for thrombus formation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: reported thrombus in proximal study device at 1-month follow-up visit. Still present at 12-month follow-up visit. No related adverse event reported. On an as yet unknown date in 2022, the patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of the above zta device. Procedure imaging noted thoracic false lumen not present, and abdominal false lumen partially thrombosed without indication of source of flow. The patient experienced hypertension on (B)(6) 2022 which was treated with antihypertensive medication and noted as not related to the study device or procedure. The 1-month follow-up imaging, completed on (B)(6) 2022, revealed a thrombus in the study device and partially thrombosed thoracic and abdominal false lumens without indication of source of flow. The 12-month follow-up visit imaging, completed on (B)(6) 2023, is noted to have been non-contrast. The results entered show the same thrombus and false lumen information as the 1-month visit.

Manufacturer narrative:
Manufacturer ref (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.